Event description:
It was reported that a malfunction occurred on the pump, identified by the code malf 12. There was no reported adverse impact to the customer's blood glucose level. The customer reset the pump, resumed insulin delivery, and contacted support to report the incident. No further action was needed.